Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported air in line which were reproduced during evaluation. Air in line messages were verified through a review of the event history log. Visual inspection found to be caused by a damaged ultrasonic sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced false detection of air in line. There was no patient involvement. No additional information is available.